Event description:
On (B)(6) - it was reported by the consumer that the dealer has broken the black box of the xtra mechanical wheelchair and placed plywood with a vehicle seat to replace her original chair. Medical condition of fibromyalgia was disclosed on the call. There was alleged unspecified injuries and medical intervention.